Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed a service code 203 (pulse test fault) and discharge profile faults were present in the flag files. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to flux contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
A us distributor retuned a monitor for a non-reportable reason. Upon investigation, a reportable malfunction was found. Monitor sn (B)(4) failed a pulse test.